Event description:
It was reported to boston scientific corporation that a capio slim single was used during a pelvic prolapse surgery procedure performed on (B)(6) 2014. According to the complainant, after the suture and needle was launched, the needle detached when the physician was pulling the capio device. An imaging scan was done to determine the location of the needle but they were unable to locate it. Inspection was done on the device, it was noticed that needle carrier was bent and the needle lodged inside the cage. Nothing was left inside the patient. The procedure was completed with another capio slim single. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fair.

Manufacturer narrative:
(B)(4) suture detached although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Analysis of the returned capio slim device confirmed that the device didn't have any damages. The carrier was not found bent, and the needle used at the procedure was not returned therefore it is not possible to determine if the needle was detached or not. The device was actuated three times and it extended without any problem. Then it was actuated three times with the suture and no anomalies were observed. Therefore the most probable root cause is not confirmed since the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event. Voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim single was used during a pelvic prolapse surgery procedure performed on (B)(6) 2014. According to the complainant, after the suture and needle was launched, the needle detached when the physician was pulling the capio device. An imaging scan was done to determine the location of the needle but they were unable to locate it. Inspection was done on the device, it was noticed that needle carrier was bent and the needle lodged inside the cage. Nothing was left inside the patient. The procedure was completed with another capio slim single. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fair.